Event description:
The customer's mother called to report an occlusion alarm. She was unable to provide the date of the occlusion. She reported that at approximately 10:30 pm, his blood glucose reading was "high" (>500 mg/dl). During the call, she said that she took her son to a clinic because the pod "caused severe irritation." The clinic physician diagnosed him with a staph infection and drained the site. He was given antibiotics to treat the infection.

Manufacturer narrative:
The returned device was evaluated and performed as designed. No product condition or malfunction was found that would have contributed to the reported skin infection and hyperglycemia. Lot qualification records were reviewed, including sterility records, and the product lot met all acceptance criteria. The omnipod user guide warns, "to minimize the possibility of site infection, do not apply a pod without first using aseptic technique. This means to: wash your hands. Clean the insulin vial with an alcohol prep swab. Clean the infusion site with soap and water. Keep sterile materials away from any possible germs. Do not use a pod if you are sensitive to or have allergies to acrylic adhesives or have fragile or easily damaged skin." It advises, "always wash your hands and use aseptic technique to prepare the infusion site before applying a pod. Do not apply a pod to any area of skin with an active infection. If you are unsure whether to use a specific site, ask your healthcare provider. At least once a day, use the pod's viewing window to check the site for signs of infection and to confirm that the soft cannula is securely in place. Be aware of the signs of infection, including pain, swelling, redness, discharge, or heat at the site. If you suspect an infection immediately remove the pod and apply a new one in a different location. Then call your healthcare provider. Change the pod as instructed by your healthcare provider." The omnipod user guide also warns, "if your reading is above 500 mg/dl, the pdm displays 'high check for ketones!' This indicates severe hyperglycemia (high blood glucose). If you get a 'high check for ketones!' Reading, but have no symptoms of high blood glucose, then retest with a new test strip on your fingers. If you still get a 'high check for ketones!' Reading, perform a control solution test to ensure your system is working properly. If the system is working properly, follow your healthcare provider's recommendation to treat hyperglycemia."